Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged, the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," neuromas, emotional distress, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.